Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported activation problem as no objective evidence was provided for review. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 01/2026), g3, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, during the intraoperative release of the filter, the release was allegedly incomplete and the branches were not fully opened. Reportedly, the position of the filter was re-adjusted and the filter was successfully released. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, ciaundria savoy, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. UDI related data quality updates only: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 (procode) and g4 (PMA/510(k). D4: medical device expiration date- 2026-01-28; d4: UDI - (B)(4); g4: k240257, k160866, k143208, k130366; h4: device manufacturer date: 2023-02-01.

Event description:
It was reported that during an inferior vena cava filter placement procedure, during the intraoperative release of the filter, the release was allegedly incomplete, and the branches were not fully opened. Reportedly, the position of the filter was re-adjusted, and the filter was successfully released. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a vena cava filter placement procedure, during the intraoperative release of the filter, the release was allegedly incomplete and the branches were not fully opened. Reportedly, the position of the filter was re-adjusted and the filter was successfully released. There was no reported patient injury.